Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a motor stall due to wear and/or lubrication and/or corrosion and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be intractable spasticity and post spinal cord injury. It was reported that the patient called their hcp to notify them that her pump began alarming on (B)(6) 2018. The patient was seen in the office on (B)(6) 2018 and a motor stall was seen. There were no known environmental, external or patient factors that may have led or contributed to the issue. The patient was scheduled for a replacement of the device on (B)(6) 2018. The issue was not considered resolved. The patient's status at the time of the report was alive - no injury. No patient symptoms were reported. No further complications were reported.